Event description:
It was reported the device computer keeps rebooting. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
The processor board was replaced by the bench to solve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Update: this dfm100 assy processor s/n: (B)(6) was returned "restarts constantly". This was verified in lab testing. The dfm100 assy processor bootlooped at start-up. After repair, the device passed op check and general testing. This dfm100 assy processor ¿ som pca defective. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
This report is based on information provided by philips repair bench personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating the computer keeps rebooting. There was no reported patient impact / injury. Bench does not know the clinical situation or outcome surrounding a device failure because of no generally authorized to seek this information out. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the device restarts constantly. Patient involvement information is currently unknown, but no reported adverse event. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.